Event description:
The customer reported that after taking x-rays the system would display a can not save error and the system could not save the images. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the software was installed during the service call. The system was tested, found to be working as intended and returned to service.